Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer stated that she had three bad infusion sets and one of them was bent. Customer's blood glucose reading at the time of the incident was 600+ mg/dl. Customer's current blood glucose reading was 140 mg/dl. Customer declined to troubleshoot for the high blood glucose levels. Replacement product is being sent.